Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, three tubes arrived with no label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 samples and 2 photos for investigation. Evaluation of the samples and photos indicated evidence of missing labels. Additionally, 100 retained samples were evaluated and identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, three tubes arrived with no label. No adverse impact was reported regarding the patient or user.